Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional information has been received indicating that the correct mfg. Site ID is 3004209178. See also mfg. Report no.3007566237-2016-04256.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A health care provider (hcp) reported via a manufacturer representative that both of the patient¿s implantable neurostimulators (ins) depleted earlier than expected. The inss lasted less than 2.5 years. The hcp thought there was a defect of the inss. A revision was done and both inss were explanted and replaced. Following the revision, the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the ins, model 37602, serial no. (B)(4), found ins battery normal end of life, telemetry and output okay, no significant anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.